Event description:
On (B)(6) 2012, patient reported none of the buttons on the infusion device are responding to presses. Patient stated she removed the battery hoping that it would help and now the infusion device is displaying an e8 (power interrupt) error message. Patient reported she is unable to clear the error message. Had patient remove the battery and reinsert it; infusion device continued to alarm with an e8 and patient is still unable to clear the error message as none of the buttons are responding to presses. Patient stated she noticed the issue today when she was attempting to bolus. On callback patient reported the buttons were not flat and did not respond at all when she tried pressing them hard. Patient stated the buttons did not make an audible sound. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device, battery and battery cover for evaluation.